Event description:
During programming assistance performed on (B)(6) 2020 it was decided to run an integrity test due to having different electrodes read abnormal on telemetry measures. The user has developmental delays and is very difficult to get feedback from or even test reliably; therefore, it is very difficult to tell if he has a hearing performance decrement. The user did report that he can hear from the device but that is the extent of the feedback he can provide. His grandmother denied head trauma, changes in medication or health status. There was no swelling or redness around the implant site. Per internal information, a complete insertion was achieved at implantation, an implant bed was drilled, and the electrodes were recessed completely into a channel. Some ossification was observed at implantation. The user has a congenital hearing loss of unknown etiology. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2020-00739. For further information please refer to this report.